Event description:
Iab was inserted transthoracically. They could not obtain a transduced ap waveform. After initiation of pumping, waveform was present but somewhat dampened. Approx 45 minutes later, console experienced helium loss alarms. Console was exchanged but alarm condition continued. Iab was exchanged. There were no reported pt complications. Arrow field service checked both consoles and they were found to be fully functional. See 1219856-2005-063 for next event involving the same pt.